Manufacturer narrative:
Implant regio 36 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. The implant shows severe damage due to removal. No further statements possible. Material or structural defects can be ruled out as the cause of breakage.

Event description:
Implant fracture.

Event description:
Implant fracture.